Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/04/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings: a review of the pump¿s black box history showed that no power reboots were recorded. Evaluation revealed that there was a crack along the battery compartment threads. The returned battery cap was able to be secured properly to the pump and was able to maintain an electrical connection. The pump was exercised for 24 hours using the returned battery cap with no power reboots occurring. The complaint of the pump losing power was not able to be duplicated during investigation. Unrelated to the complaint, evaluation revealed that the cartridge compartment was cracked along the threads.